Event description:
The reporter stated that the surgeon was inserting an aq2010v three piece silicone lens into patient's eye and noticed the haptic tore off so he quit inserting the lens. There was patient contact but the lens wasn't all the way in the eye, so no patient injury. Another model lens was inserted.